Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 39 mg/dl. It was also reported the customer had passed out prior to being hospitalized. The customer also reported their sensor glucose and blood glucose readings would be 80 to 100 points off from each other. The customer was advised of insertion techniques to avoid inaccurate readings. Customer's blood glucose was 180 mg/dl at the time of the call. Customer was advised to monitor their sensor glucose performance. No additional information provided.